Event description:
It was reported that after a da vinci partial nephrectomy was completed, it was determined that the patient required another procedure. The patient then underwent an open procedure, for a total nephrectomy. Afterwards, the patient was transferred to (B)(6), where the patient expired on an unknown date. The delay in reporting is due to an administrative oversight where the aware date was inadvertently not updated by a customer service representative.

Manufacturer narrative:
Several attempts have been made to gather additional information regarding this event from this site without success. On (B)(6) 2012, (B)(6) informed intuitive surgical that no further information about this case would be provided. If additional event details become available a follow up MDR will be submitted.